Manufacturer narrative:
Findings: pump was monitored. All operating currents tested within spec range. No blank display or unexpected pump reset noted. Pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a customer received a blank display screen their insulin pump. The patient's blood glucose level was at 500 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was advised to use energizer batteries from now on. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.